Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose and protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump received compromised force sensor system. The customer¿s blood glucose level was 500 mg/dl. The customer also mentioned relevant blood glucose level of 300 mg/dl and 350 mg/dl. The customer did not report symptoms or treatment as a result of high blood glucose level. The customer stated that drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The product will be returned for analysis.